Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while being placed on a patient experienced a respiratory rate of 99 and giving a high peak pressure alarm. The customer stated that the patient seemed to tolerate the ventilator ok and showed no sign of distress. The patient was placed on a backup ventilator with no patient injury or harm.